Event description:
I bought an auvon glucose monitoring system because my practitioner was concerned I might be having hypoglycemic events. She had me do a series of 3 dexcom cgm's and one cgm had erratic results so I bought the auvon kit online to verify and recalibrate the cgm. I am a veterinarian and am very familiar with working with blood glucose machines for over 30 years, so there was not user error. My values on the auron were consistently 20-40mg/dl over the numbers shown on the cgm. I would prick multiple fingers using new sticks and lancets and would get a wide range of numbers (over 40dl/ml) over 2 minutes. On advice of my diabetic brother, I purchased a freestyle blood glucose machine and it correlated statistically to the cgm every time. My numbers are usually 85-115, and the auvon unit often had my numbers between 122 and 140 over many sticks and situations. I bought this unit on amazon because it had a high rating and was purchased frequently. I am concerned diabetics are getting skewed values and are unaware that the monitor may be causing a failure to regulate. I just started my last cgm yesterday. Today the cgm said 102, freestyle 96, and auvon says 138. Here's the link: https://www.amazon.com/dp/b07tvlnl4q?ref=ppx_yo2ov_dt_b_fed_asin_title. I hope you investigate things like this. I am not the only one on the reviews that had the same issues.